Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported seeing system problem rm05 on the controller. Patient stated this started 2-3 days ago. Patient plugged the controller into the ac power supply without the battery pack and reported the screen turned on. Patient then reinserted the battery and reported a yellow light was blinking above the screen. Patient reported seeing recharging not available, cannot continue, insert your battery pack. Patient reinserted the battery pack. Patient also reported the recharger has been getting hot for the past month. Patient mentioned the controller charges from the power supply but they have issues charging the stimulator. Patient encountered the checking the recharger message and was unable to proceed. Patient cleaned the connector pins and blew into the port. Patient attempted to charge the implanted neurostimulator, but reported seeing the same system problem rm05 message. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger h3: analysis of the 97755-s recharger (rtm) (s/n (B)(6) revealed that when trying to read implantable neurostimulator rm05 appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.